Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that during the surgery, the trial stem appeared to be correctly screwed in place, however, this came loose and went unnoticed during the revision. As a result, the definitive implant was placed and the loose device was not noticed until the end of the operation. The retained device was noticed on post-operative imaging. No consequences have been reported for the patient. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. The root cause of the reported issue is attributed to use error, due to a failure to follow instructions. The surgical technique states, ''remove all provisional components from the femoral canal.'' A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while taking x-rays after surgery, it was noticed that the trial stubby stem was lost in the femoral bone. There is no surgical intervention planned to remove the implant at this time. The trial conical stem is well fixed in isthmus proximal to the femoral implant. There is a gap of about 20mm between the proximal stem implant and trial stem. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign country: switzerland. H6: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.